Event description:
It was reported that the lesion was in the left iliac, and was mildly tortuous and mildly calcified. After deployment of a non-abbott stent, the 7.0x40 mm foxcross dilatation catheter was advanced; however, the balloon became stuck on the edge of the deployed stent struts and required force to remove it from the patient. Post-dilatation was completed with a non-abbott balloon successfully. There was no report of resistance with the guide wire during advancement or retraction. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: radiforcus. Stent: smart 8.0 x 60. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood on the balloon and hub and contrast in the balloon and inflation lumen, consistent with the reported use. The balloon was loosely folded. There was no damage noted to the balloon catheter. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, based on the reported information, the difficulty advancing appears to be related to interaction with the newly deployed non-abbott stent. As a result of the interaction between the foxcross balloon and the non-abbott stent, the balloon became stuck on the stent requiring force to remove. The product instructions for use states: do not advance the foxcross against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for failure to advance, difficult to remove or use error reported for this lot. The reported difficulties appear to be related to case circumstances. There is no indication to suggest a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.